Event description:
On (B)(6) 2012, the patient underwent an l3-l5 spinal fusion and decompression. Pre-op antibiotics administered, ancef, 2 gm, IV. A laminectomy was carried out at the l3-l5 levels followed by the removal of the hypertrophic ligamentum flavum. At the l4-l5 level on the left side, the dural sac was displaced allowing identification of the posterior annulus. The extruding material was removed. After thorough debridement of the disc material, the dural sac was displaced from left to right exposing the posterior annulus. The disc space was found to be completely collapsed at this level. Distractors were introduced successfully mobilizing the disc space. A peek cage was placed at this level, filled with autograft and allograft material. The surgical site was thoroughly lavaged. Autograft mixed with allograft dbm was placed in the lateral gutters between the transverse processes at l3-l5 and compacted manually. A hemovac was placed. The procedure was made more complex by the patient's morbid obesity. On (B)(6) 2012, the patient was discharged to a skilled nursing facility (snf), wound noted to have some serous drainage. On (B)(6) 2013, snf called with concerns for superficial wound infection, active malodorous purulent drainage with localized erythema and tenderness. On (B)(6) 2013 an I&d was performed that encountered copious amounts of purulence in the subcutaneous tissue as well as from the depths of the wound. Wound was debrided of any necrotic tissue and loose bone graft present at the base of the wound lateral and medial to the hardware followed by copious irrigation. Antibiotic beads (vancomycin) were placed in the wound. Patient was started on vancomycin and zosyn. On (B)(6) 2013, patient was clinically stable, started rifampin, continued vancomycin and zosyn based on ctx results. On (B)(6) 2013, changed zosyn to cefepime (IV) and flagyl (po) to allow transfer to snf, continued vancomycin and rifampin. On (B)(6) 2013, patient was discharged to snf. On (B)(6) 2013, all antibiotics changed to po, doxycycline, rifampin, ciprofloxacin, and flagyl. On (B)(6) 2013 surgical wound is healing slowly but looks good, d/c rifampin, cipro and flagyl. On (B)(6) 2013 continues on doxacycline, wound healing but open. No signs of infection, no drainage. Reason for use: spinal fusion posterior thoraco/lumbar.